Manufacturer narrative:
The manufacturer's service representative performed an onsite investigation. The software on the mda hard disk was reloaded. However, the system is not working. No additional repair information was provided.

Event description:
The customer reported that there are no images displayed on the stenoscop system. No patient injury was reported.